Event description:
It was reported that there was a measurement inaccuracy with occasional interruptions in temperature measurement or temperature transmission from the temperature probe and arctic sun device. Probably a broken cable or loose connection between the cable and the arctic sun device. Per review of wo on 06mar2026, there was no patient involvement. Per follow up information received via mail on 10mar2026, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem.

Manufacturer narrative:
The reported issue is unconfirmed. The root cause of the reported issue is unable to be determined. The device was evaluated upon receipt. A functional check found no device errors. No repairs were made. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed, label review is not required. DHR review is not required as the reported issue is unconfirmed. Corrections made to tab(s) d and h. Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a measurement inaccuracy with occasional interruptions in temperature measurement or temperature transmission from the temperature probe and arctic sun device. Probably a broken cable or loose connection between the cable and the arctic sun device. Per review of wo on 06mar2026, there was no patient involvement.